Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 226 appeared while connected and the unit failed the water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to bad video cable/connector, error 226 appeared while connected. Additionally, the unit failed the water leak test due to a broken video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that when the subject device was plugged in, no video was coming on. The issue was identified at the time of set up before the patient was in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.